Manufacturer narrative:
Concomitant medical products product ID: 3093-33, lot# (B)(4), implanted: (B)(6) 2012, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 15-feb-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the rep reported that the cause of the impedance issue was unknown. There was no visible damage to the lead during battery exchange, there was no visible connection issue of the lead with the battery. Intra-operative impedance check was performed and matched the results of the pre-operative impedance check which was >4000 ohms on electrode 1. The impedance test resulted in the same with a new ins. It was requested by the physician to program around electrode one to resolve the issue. There would be no surgical intervention and the device was not returned.